Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used nitinol stone basket. Visual inspection of the sample noted that the handle separated into 2 separate pieces and back end of handle was separated from front it. Both handles were easily able to put the handle pieces back together and move the lever on the handle when moving the lever, the stone basket opened and closed with no difficulties. No root cause could be found because the reported event was unconfirmed. A risk review, labelling review and a device history review was not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after operating the nitinol stone basket catheter to capture the stone, the handle part came off.

Event description:
It was reported that immediately after operating the nitinol stone basket catheter to capture a stone, the handle came off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.